Event description:
It has been reported to philips that the system did not boot when the on button was pressed. The button had to be pressed multiple times to get the system to turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system was not turning on and the customer had to press the button multiple times to get the system to turn on. The mpd (main power distribution) control unit board and parts review module were ordered proactively. The philips field service engineer (fse) inspected the system onsite and found no problem with the system and no parts were replaced. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.